Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt reported that he had a thermatrx procedure performed in (B)(6). Pt's report stated "the result was I could not urinate on my own at all. Had a catheter for 4 weeks until a turp could be scheduled. Still have necrotic tissue in prostate causing problems and may need a second turp." Pt indicated he was disappointed with the thermatrx procedure.